Event description:
During a procedure to implant the quick close (B)(4) adjustable gastric band (sagb), the implanted balloon was tested for leakage with saline water. Air appeared in the area between the balloon and the reinforcing band suggesting to the surgeon there was a hole in the balloon. The band was replaced and no patient complication was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)